Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. Unit received with the shock cushion from routine use, the the 6-inch transitional teeth, ¼ inch pin, and adjustment wrench were all worn requiring replacement. Device condition is as a result of normal wear and tear. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2006). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield ultra base unit (a2101) has a loose handle and does not lock into place correctly. It is unknown if there was patient involvement however; no patient injury was reported or surgical delay has been reported.